Event description:
It was reported that a caregiver started a dexcom g7 with the ilet and received alerts indicating dosing stopped due to cgm connectivity and pairing issues, followed by a ¿replace sensor now¿ message. Symptoms included hyperglycemia with a fingerstick blood glucose of 369 mg/dl. Outcomes included interruption of automated dosing, need for fingerstick entries, sensor replacement, and a full insulin and supply change. Investigation included technical troubleshooting, education on correct weight entry and infusion set handling, and recommendation for a factory reset. Investigation of this case revealed user setup error for patient weight, user technique error during infusion set change, and initial cgm pairing and sensor failure. It was concluded that hyperglycemia and dosing interruption were attributable to user error and configuration error, compounded by a failed cgm sensor and occlusion, with correction steps implemented including correct weight entry, fresh supplies, and sensor replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.